Event description:
It was reported that the device was powering on and off by itself. There was no report of patient involvement with the reported issue.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. The removed power supply assembly was further evaluated at the failure analysis center and the root cause of malfunction determined to be a failed crystal, y2.